Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 5309695) was received at us cq. Upon visual inspection, it was observed that the needle component of the device had broken off where it connects to the body of the device. Scratches were observed on the proximal tip of body of the device. No missing or broken parts were received at us cq. No other issues were identified. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage and device geometry. Document/specification review: the relevant drawing(s) were reviewed: no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 5309695) as the needle component had broken off of the center shaft of the device. While no definitive root cause could be determined, it is possible unintended forces were applied to the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:319.006 synthes lot number: 5309695 supplier lot number: n/a release to warehouse date: 25aug2006 expiration date: n/a manufactured by synthes brandywine no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a depth gauge for 2.0mm and 2.4mm screws were damaged during sterile processing or part of transit. The metal portion broke off from the plastic. This is a field equipment. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).